Manufacturer narrative:
E1 initial reporter address:(B)(6).

Event description:
It was reported that vessel dissection occurred. The more than 95% stenosed target lesion was located in the mildly tortuous left anterior descending artery (lad). After the lesion was dilated by a 1.5x10mm balloon catheter, a 24 x 3.00 promus elite drug-eluting stent was deployed at 14 atmospheres. However, an edge dissection was found in the proximal lad. Subsequently, a 3.0x12 mm non-boston scientific stent was deployed to cover the dissection, and the procedure was completed. No patient complications were reported, and the patient status was stable.